Manufacturer narrative:
The reported issue was investigated, and sensor migration was confirmed via chest x-ray. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. A lot review was performed via complaint handling system (epiq) using a search on the batch number. Conclusively, there are no additional complaint(s) related to the associated batch, and the reported issue.

Event description:
It was reported that x-rays confirmed the patient's sensor migrated to the right ventricle. No adverse effects were reported.